Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular lead were explanted due to insulation breach. The breach could be visualized on the proximal portion on the leads between the suture sleeve and lead pin. The patient was discharged.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 8.2 cm and the distal portion 44.5 cm. External insulation abrasion was noted at 23.7 to 24.2 cm from the distal tip consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 40.3 to 40.5 cm from the distal tip consistent with lead friction to the ICD can.